Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Additional information: it was reported that the peritonitis event was due to an abdominal hernia. The patient has recovered from the peritonitis. The minicap is no longer considered to be a suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis. The patient was treated with unspecified antibiotics (dose, route and frequency not reported) for the event. During hospitalization pd catheter was removed and therapy was discontinued. The patient was switched to hemodialysis. At the time of this report, the patient was recovering from the peritonitis. Additional information was requested but is not available. This is report 2 of 3 involved in this event.

Manufacturer narrative:
(B)(4). A batch review was conducted there were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.